Manufacturer narrative:
D10: 02-012-60-1680 - tru stem ext 16mm x 80mm (B)(6). 02-012-60-2080 - tru stem ext 20mm x 80mm (B)(6). 204-04-33 - trapezoid tibial tray sz 3f/3t (B)(6). 208-01-03 - cc femoral sz 3 (B)(6). 208-06-03 - cc distal fem augment sz 3, 10mm (B)(6). 208-09-05 - cc stem ext adaptor 5 degree (B)(6). 208-23-11 - cc tibial insert sz 3, 11mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, it was reported that the patient experienced osteolysis. As a result, is scheduled to undergo a knee revision on a future date. No further patient impact reported. No further information available.